Event description:
As reported via the (B)(6) study, a patient experienced an st elevation myocardial infarction (mi), stent thrombosis and stent fracture. At the time of the index procedure, angiography revealed a 55mm lesion in the proximal left anterior descending (lad) artery. The aha/acc classification was type c. The vessel diameter was 2.5 to 3.0mm. It was unknown if the lesion was pre-dilated. A 2.5 x 28mm cypher bx was implanted at 16atm at the distal most portion of the lesion followed by a 2.5 x 18mm cypher bx implanted at 18atm with overlap and a 3.0 x 18mm implanted at 15atm with overlap in the most proximal portion of the lesion. It was unknown if the stents were post-dilated, and the percentage of residual stenosis was unknown. Ivus was not conducted. Approximately two years after the procedure, the patient experienced an st-elevation mi. Angiography showed thrombus inside the cypher stents and a stent fracture (location unknown). The thrombus was treated with aspiration and the patient was supported with an intra-aortic balloon pump. There was no reported treatment of the stent fracture.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 350 mg/dl and 120 mg/dl within 10 minutes on the advantage system. Customer reports having an unknown "substance" on his hands when the result of 350 mg/dl was obtained; he washed his hand then tested 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.